Event description:
It was reported the patient had a broken lead. In 2008 the patient noticed there was a problem a week or two after surgery and they noted it went on for years and years. The patient was being ¿hit so hard with surges it would knock them to the floor. They kept doing x-rays to try and figure out what was wrong. When they were in surgery five years later the physician was trying to remove and noted the patient reacted violently to it because the lead was stuck in the fecal sack.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. (B)(4).